Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture broke during procedure and become embedded in tissue. The surgeon was unable to dislodge needle from tissue and had to cut surrounding tissue to remove the needle.